Manufacturer narrative:
An event regarding damage involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: evaluation 1: ball retaining housing missing red paint. Evaluation 2: motor output coupling, loose screws. Evaluation 3: failed ground bond test 1; defective cable. Reported condition confirmed: yes. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The red part of the mics is scraping off- part of it fell off onto the field in surgery and seems difficult to lock it. Case type / application: tka 2.0 update: it was the collar.